Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The caller reported their 8840 would not connect to the patient's implant. It was reviewed that implant depletion was likely given the age of the implant. Caller reported they had seen the patient 2 years prior and they were able to interrogate at that time. The patient had a return of urinary symptoms in the past year. No further complications were reported or anticipated.

Manufacturer narrative:
Evaluation method code corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked if the cause of the inability to interrogate the ins was determined, they responded that the box was completely dead. They didn¿t know about the wires until he got there. They were asked what steps were taken to resolve the issue. They stated their remote did not show on their controller, they called the company and they said it was dead, they had it 8 years.